Event description:
The cleaning brush was used to clean a scope. The brush head reportedly broke off inside the scope. The scope was then reprocessed. In a case in the IFU, a cleaning brush was pushed out of the scope and into a pt. United states endoscopy has tried to gather further details from the facility but they have not provided any additional info.

Manufacturer narrative:
The device was discarded by the facility so the root cause of this incident cannot be definitively determined. Analysis of complaint trending info was performed and no similar complaints from this lot concerned have been filed.